Event description:
It was reported that there was low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low impedance on the atrial lead and on the right ventricular lead. It was also reported that during implant attempt, there was non-physiologic oversensing and low impedance less than 200 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.